Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation at this time. Device identifiers have been requested. Device malposition, microstent-iris touch, persistent iritis, chronic inflammation, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
An ophthalmologist reported that a patient presented to him with recurrent inflammation 5 months following implantation of the hydrus microstent. Upon examination, the hydrus was described as having the "transition zone" nearly fully exposed out of schlemm's canal and contacting the iris. Intervention is planned to explant the microstent. The original surgery was performed on (B)(6) 2019 by another ophthalmologist. Additional information has been requested

Manufacturer narrative:
The explanted hydrus microstent was returned to the manufacturer for evaluation, decontaminated, and subjected to visual inspection and dimensional analysis. Microscopic visual inspection of the microstent revealed no damage or visual defects and the microstent met all dimensional specifications. The delivery system was discarded at the time of implantation and was not available for analysis, therefore no functional/performance testing was possible. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Manufacturer reference #: (B)(4).

Event description:
The following additional information was provided. The initial surgery was performed on a 79 year-old female patient (right eye) on (B)(6) 2019. On (B)(6) 2019, the microstent was explanted by the implanting surgeon. Surgical gonioscopic examination prior to explant revealed the device was malpositioned with the entire transition zone outside of the trabecular meshwork/schlemm's canal and sitting at an angle facing posteriorly towards the iris. The microstent was not contacting the iris, but this finding was attributed to the presence of viscoelastic that had been injected into the anterior chamber to facilitate the procedure. The microstent was recaptured using a new hydrus delivery device. The surgeon attempted to re-implant the microstent in the inferior quadrant, but resistance was encountered (possible obstruction in schlemm's canal) and the device was explanted without incident. Patient follow-up information has been requested.